Event description:
A pt was implanted was a plate and screw on (B)(6) 2011. The pt reportedly heard a pop and experienced pain on an unk date. Pt was returned to the operating room on (B)(6) 2012 for hardware removal and revision to an antegrade femoral nail. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.